Event description:
It was reported that when the 4.0x28 mm vision rx stent delivery system was about to be loaded onto the guide wire, it was observed that there was no stent on the balloon. The physician inflated the balloon outside the patient to check that the stent was not there. The device was not used on the patient. It is possible that the stent implant came off the balloon during the removal of the protective sheath; however, this was not confirmed. A new vision stent was used without issue to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, failure to inspect the stent prior to use did not contribute to the stent dislodgment.